Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The initial results in the range of 131-157 mmol/l were reported out of the lab. The original specimens were re-tested on a different instrument and higher na results were obtained. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system was calibrated and qc results were within the lab's established ranges. Customer used the twice-weekly flow cell maintenance procedure. The bci engineer cultured the ise system. The culture was negative. Hotline and the bci engineer advised the customer on how to improve ise performance. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.